Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a 25mm amplatzer amulet was implanted using an 12f amulet delivery sheath. On (B)(6) 2026 the physician informed that the patient had suffered a tamponade, that was subsequently drained. The physician reported that no pericardial effusion was noted prior to the procedure and that the transseptal puncture was performed in a posterior and inferior location. The pericardial effusion was noted in the left ventricle, measured up to 2 cm at its largest dimension, and was described as mainly localized. The physician believed that the amulet device caused the pericardial effusion and confirmed that cardiac tamponade was present. During the procedure, the patient¿s activated clotting time was reported as 250 seconds, and 7000 iu of heparin was administered, with no protamine or reversal agent given. The physician reported there was difficulty during implantation, including multiple manipulations. The patient was reported to be in sinus rhythm during the procedure. No multiple wire or delivery sheath exchanges were reported, with the wire positioned in the left upper pulmonary vein, and a wire was not placed in the left atrial appendage. The left atrial pressure at the time of the procedure was reported as 18/19. The device was partially recaptured two times and was not fully recaptured into the delivery system.